Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient. Multiple attempts were made to obtain medical records and imaging from the physician for clinical review; however, they were unsuccessful. Review of the manufacturing records did not reveal any related issues or deviation that would explain the reported event. The manufacturing records confirm that both lots met all requirements prior to release. Furthermore, the lot usage history shows that no other units from these lots have been involved in a similar event. The device instructions for use were reviewed and it was determined that this type of reported issue is appropriately captured in the existing guidance, under 'adverse events.' In summary, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately two weeks post implant of a bifurcated device and an infrarenal aortic extension, the patient returned with acute ischemia of the right lower limb (indicated as not related to the evar procedure), due to occlusion of the right external iliac and common femoral, which were approached for access and sutured with difficulties due to severe calcifications. To treat this ischemia, access to the right groin was followed by an axilo-femoral bypass, which resolved the ischemia. On the left groin the common femoral artery was patent at the site of the introducer. The patient developed the following days an ischemia/thrombosis of the left lower limb which was not operated, due to the poor quality of the arteries. A primary amputation was performed below the knee. Current patient status: the right limb presents distal gangrene, not requiring surgery at this stage.